Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she was hospitalized in (B)(6) 2012 due to high blood glucose. Customer stated that the blood glucose reading was unknown at the time of hospitalization. Nothing further was reported.